Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'does not detect an open door' which was reproduced during evaluation. Evaluation observed the upper auxiliary was defective and did not operate as intended. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not detect an open door. There was no patient involvement. No additional information is available.